Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, far field r-wave oversensing resulting in automatic mode switch episodes were observed on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming the device to resolve the event. Reprogramming is anticipated to be performed at the patients follow-up. The patient was in stable condition.